Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the caller had questions regarding the nightly audit process and/or consistency. It was noted that the remote monitor had a history of missed nightly audits, and that one or more nightly audits had recently been missed. The caller was educated on the correct setup and use of the monitor, and guided through a power cycle. It was verified that a manual transmission was successful. The caller was advised that the device battery appeared to be at end of service. The caller was referred to the clinic for further assistance. The monitor will not be returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.